Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 19:02:34. During night drain cycle three, the patient's ultrafiltration reading was 1222ml, indicating the home patient (hp) drained 1222ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The assignable cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental medwatch will be filed.